Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned and no anomalies were found. There was blood/ body fluid noted (not obstructed).

Event description:
It was reported that during the implant attempt the right atrial lead was cut resulting in an apparent conductor fracture. The lead was capped and replaced. It was also reported that the left ventricular lead could not be placed due to positioning/fixing difficulties. The lead was not implanted and a different lead was used. No patient complications have been reported as a result of this event.